Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device the device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple shocks to the patient due to a storm of ventricular fibrillation (vf). Following the therapy, the device battery voltage decreased to 2.23 volts thus a boston scientific technical services (ts) representative advised to have device replacement as soon as possible as battery voltage already exceeded to device elective replacement indicator (eri) indicator. The device was explanted and returned for testing. No additional adverse patient effects were reported.